Event description:
It was reported the patient was not receiving effective stimulation from his scs system. A sjm rep stated he was unable to capture the left side pain area, only the right side. X-rays identified the patient¿s lead had migrated to the right. Follow-up info identified the physician was able to place the lead on the left side. Reprogramming was unable to achieve stimulation coverage in the pt¿s desired pain area. The patient reported feeling stimulation in a small area in the groin and a circular area in the knee. Patient also stated he feels the stimulation more in his back and right leg. Further reprogramming was able to cover the patient¿s lower back, though the patient stated it felt about 3 inches above his pain area. Reprogramming was unable to cover the left leg except for a small area on his knee. A second set of x-rays identified the lead had migrated again slightly to the right, different than the first lead migration. It was stated the patient¿s physician was notified of the new migrated lead. Follow-up pending.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.